Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event and have cracks on the transmitter. Troubleshooting was not performed, it was unknown whether the insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported it was unknown whether the customer will discontinue the use of the insulin pump. The pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, mmt-7911na-xmtr, ozp-mmt-7020la-snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.